Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-02930/ -02931/ -02932/ -02933).

Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown side on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to patient allegations of pain and elevated metal ion levels. Patient alleges the presence of a cyst during the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.